Event description:
Information received by medtronic indicated that insulin pump received the critical block and inverse critical block did not add to zero alarm. Customer were able to clear the alarm and were able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
The pump was returned for pump error 15 alarm per event date (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. And self-test. The pump primed and seated properly when the test reservoir was detected. Successfully downloaded history files using thus software. However, long history file confirmed pump error 15 alarm (inverse check) on (B)(6) 2021 01:55:42.000 due to hardware issue. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, fading serial number label. Unit was confirmed for pump error 15 alarm on long history file on (B)(6) 2021 01:55:42.000 due to hardware error isolated to electronics assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.